Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer states that troubleshooting was performed for the power loss alarm and the failed battery test alarm. The customer reports they "were clear" the alarm but did not request to rewind the insulin pump. Customer stated that insulin pump had failed battery test alarm. The insulin pump will not be returned for analysis.